Event description:
It was reported that a cracked and shattered touchscreen made the pump's touchscreen unresponsive and ineligible for use. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternative method for insulin therapy.